Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an insulin occlusion alert while using an inset infusion set and, after attempting a fill tubing without observing drops, resolved the issue only after completing a full supply change and resuming insulin delivery. Symptoms included no reported changes in blood glucose. Outcomes included restoration of insulin delivery without clinical impact or hospitalization. Investigation included guided troubleshooting and education, including explanation of the occlusion alert and performance of a complete supply change. Investigation of this case revealed an insulin flow interruption consistent with an occlusion at the infusion set or related disposable components, which cleared after replacement. It was concluded, based on previously established findings for similar reports, that the cause was a transient infusion set occlusion resolved by supply change.